Manufacturer narrative:
Gbo complaint no: (B)(4). We received 10pcs 454334/b200334t and 1pc. 454334/b191135k for evaluation. Samples were tested according to procedures and tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the samples. Complaint could not be duplicated.

Event description:
Customer states that tube are under filling. Customer states the few samples that have brought to me are not even half way to the low end of your arrow. Most of our patients get drawn with butterflies.